Event description:
A malfunction was reported with a code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information for resetting the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to reload the cartridge and continue using the pump.